Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 6 events were reported for this quarter. Product return status, 5 devices were received, 1 device investigation type has not yet been determined. Evaluation findings (results/components), 5 devices: wear problem / bearings, 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 5 devices: scrapped by stryker, 1 device: product disposition is not yet determined. Additional information, 6 devices were not labeled for single-use, 6 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 6 events for the failure: detachment of device or device component, 5 events had problem identified during non-clinical procedure; there was no patient involvement, 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99409. Supplemental rationale. Corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status. 6 devices were received. Evaluation findings (results/components). 6 devices: wear problem / bearings. Product disposition. 6 devices: scrapped by stryker.

Event description:
No change.